Event description:
During pt use, a shut down alarm occurred and the ventilator stopped. The unit worked normally after it was restarted; however, the device hours on the hour meter had changed. The pt was ambu-bagged before being transferred to another unit. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4).